Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. Further inspection revealed cuttings in the insulation. Blood penetrated the lead in these areas. Deformations of the outer coil were found. These damages occurred most likely during explant procedure. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead was explanted due to an unknown product performance issue. The lead was explanted and was replaced. No adverse patient effects were reported. Additional information was received indicating that this lead exhibited loss of capture during threshold testing, however; did not resulted > 2 seconds of asystole. Should additional information be received, this file will be updated.